Event description:
The unicel dxc 600i synchron access clinical system generated low anion gaps on ise (ion selective electrode) patient results which include sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2). The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and confirmed the sample reference values were out of range. The fse determined the carbon bridge was defective. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully. No further issues were noted. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the carbon bridge. The beckman coulter identifier is case (B)(4).